Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. A system log review was not performed since there is insufficient or unconfirmed product/event information.

Event description:
A patient who was enrolled in a study underwent a da vinci assisted benign hysterectomy surgical procedure. On the day of the surgical procedure the patient experienced a postoperative leakage from the drainage site. An additional suture was placed but the leakage continued. Subsequently, all stitches were removed, and four new sutures were placed. The leakage from the drainage site stopped. The event was deemed resolved the next day. The study investigator classified the event as moderate in severity, a clavien-dindo grade iiia and reported that it was not related to a da vinci device, the study procedure, or the patient's underlying disease status.